Event description:
Related to MFR report # 2183959-2011-00605. A patient was implanted with an ams perigee graft. Reportedly the patient had "severe pelvic pain and vaginal bleeding from mesh erosions." On (B)(6) 2011 the patient had a revision procedure, it was reported that, "removing the mesh caused significant morbidity with blood loss."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.